Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a cut in the tubing near the twist clamp. Leak testing was performed and found a leak at the cut in the tubing. Clear passage testing and clamp function testing were performed with no issues noted. The reported issue was confirmed. The cause of the cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set had leaked from the tubing. This had occurred during use and the transfer set had been in use for 3 days. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.